Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device, the equipment gave an error of risk of rebreathing. During device testing, it gave an error in the flow. This failure is caused by failure of the valves and the internal flow sensor. The active exhalation control module (aecm) valve and solenoid valve were replaced to address the issue. As preventative maintenance, the filters were changed. All the necessary checks were carried out to certify the restoration to the conditions prior to the breakdown.